Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump had emitted multiple call service 078 alarms in a 30-day period. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: on investigation, call service (B)(4) alarm was observed in the black box data and the alarm history. During testing, the call service (B)(4) alarm was duplicated. There was internal moisture damage on the motor flex connector. Due to the moisture damage, the motor was not working, damage was found to the audio bolus button cover; the button cover was punctured; the audio bolus button was normally responsive.